Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an glaucoma filtration device implant procedure, the surgeon had planned to do trim glaucoma filtration device . Additional information has been received and stated that, the patient had blurred vision, sharp pain and headache. The patient had no vision problems. The surgeon trimmed the glaucoma filtration device to the patient. The patient was not hospitalized for the event.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. A complaint history examination for device component lot traceable to the reported lot number indicates there are three additional complaints associated with the component lot for the reported issue. The manufacturer internal reference number is: (B)(4).